Event description:
Pt. To surgery 4/26/94 for corneal transplant. Physician noted foreign body in eye on 4/27/94. Consult called with another physician to examine. Confirmed metal shaving in eye. Pt. Returned to surgery 4/28/94 for removal of foreign body.